Event description:
On 6/4/86 device was implanted. On 10/1/96 the pump was revised. On 7/20/96 the pump was removed from the pt and replaced due to pt dissatisfaction-recurring incontinence, delayed refilling of the cuff with incontinence.